Manufacturer narrative:
The hifu device, sonoblate-500 is under ide study. The adverse event is an anticipated event. The ide study # (B)(4) is now closed enrolling pts as it has completed allowable number for the study.

Event description:
Mr. (B)(6) underwent high intensity focused ultrasound treatment of the pro-state for persistent prostate cancer on (B)(6) 2004. Three weeks postoperatively he developed profuse diarrhea and was diagnosed with a prostatic recto-urethral fistula. He will now require colostomy and repair.